Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Final analysis on electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing. The right ventricle (rv) was explanted and replaced with a new one. The patient was recovering post procedure.

Manufacturer narrative:
B5: was updated to include occurrence of pacing inhibition upon noise over sensing.

Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing led to pacing inhibition. The right ventricle (rv) was explanted and replaced with a new one. The patient was recovering post procedure.